Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during total hip replacement, after blows, the liner was broken. All pieces were removed from the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. There was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: liner breakage. It was reported that during the surgery, after blows, the liner was broken (as the photo shows), all the pieces were removed from the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed multiple signs of fracture of the ea delta cer insert 36idx52od. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors. Consideration must be given to all potential influences such as surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing record evaluation was performed for the finished device [121881752/ 4439112] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect. The overall complaint was confirmed as the observed condition of the ea delta cer insert 36idx52od would have contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device [121881752/ 4439112] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect. Device history batch: null. Device history review: a manufacturing record evaluation was performed for the finished device [121881752/ 4439112] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect. H11 additional narrative: added: d6b.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> liner breakage. It was reported that during the surgery, after blows, the liner was broken (as the photo shows), all the pieces were removed from the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. The product returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device along with a manufacturing investigation performed by supplier. Visual inspection of the returned sample revealed that the ea delta cer insert 36idx52od has fracture into multiple fragments. Metal transfer of erratic appearance can be found on the liner. In case of a symmetrical, and therefore correct, taper fit between the ceramic liner and the metal cup, metal transfer patterns, are expected over the whole circumference of the taper top and taper center. The liner does not exhibit such patterns. Additionally, intensive metal transfer can be found at the proximal taper end and on the transition. This metal transfer indicates a tilted position of the liner during impaction. Furthermore, local intensive metal transfer can be found on the exterior surface of the liner. Metal transfer with this appearance usually occurs when a ceramic liner is pushed out of a metal cup by inserting a metal tool through the apical bore of the metal cup. This would require the metal cup to be removed from the acetabulum first, but is not clear from the information provided by the customer, however, this metal transfer does not provide any information about the case of the primary fracture event. The rim of the liner is chipped. Next to the fracture surface metal transfer can be found which indicates small areas of intensive contact between the ceramic liner and the metal cup. Therefore is assumed that the liner fractures due to a point load caused by a misaligned position of the liner in the metal cup. A manufacturing record evaluation was performed for the finished device [121881752/ 4439112] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors. However, in support of the evaluation performed, the observed damage of the ea delta cer insert 36idx52od may have been caused by a misalignment during the process of positioning the liner into the acetabular cup. Consideration must be given to all potential influences such as surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The overall complaint was confirmed as the observed condition of the ea delta cer insert 36idx52od would have contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a manufacturing record evaluation was performed for the finished device [121881752/ 4439112] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect. Device history review ==> a manufacturing record evaluation was performed for the finished device [121881752/ 4439112] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect. H11 additional narrative: added: d10 corrected: h3.